Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported that during follow up an endoleak was identified. It was an incomplete cta making it difficult to assess where the endoleak originated from. Per the physician's statement the cause of the event is unknown; however, it was noted that it was potentially a type ii endoleak. The patient has chosen to have no further treatment. No clinical sequelae were reported and the patient will continue to be monitored by the physician.